Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide and foot break was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of hemorrhage is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure just beyond the right external iliac artery/ right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation interventional procedure. Reportedly, after the first proglide device was successfully pre-placed a second device was attempted; however, after retracting the foot the proglide device was not able to be removed out of the patient. The proglide device separated into 4 pieces with the break being around the foot area. The patient reportedly lost a lot of blood [retroperitoneal bleed] and went into hemorrhagic shock. Another provider had to perform an emergency cut down [delay and hospitalization] to remove the device/ pieces, treat clots distally and to stop the bleeding. Multiorgan failure was reported. Medication (risperidone) was administered to the patient. No additional information was provided.